Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was admitted to intensive care unit due to diabetic ketoacidosis and high blood glucose of over 700 mg/dl on (B)(6) 2020. Customer was treated with insulin drip. Customer was using insulin pump within 48 hours of reported event. Customer performed troubleshooting for high blood glucose and hospital deemed insulin pump safe for use after troubleshooting. Insulin pump passed the self test. Insulin pump will not be returned for analysis.